Event description:
The manufacturer received information alleging a ventilator's pressure and volume condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator's toushscreen was unresponsive. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The manufacturer return unrepaired to the customer due to insect contamination.

Manufacturer narrative:
In the previous follow-up report, section h10 was incorrectly captured; it should have been reported as: the manufacturer previously received information alleging a ventilator's pressure and volume condition occurred. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The manufacturer return unrepaired to the customer due to insect contamination.